Event description:
On (B)(6) 2024, a beta bionics clinical diabetes specialist reported an ilet user experienced a low blood glucose (bg) event and had a seizure. The parents of the user contacted the cds in the morning on (B)(6) 2024. The parents stated that around midnight the user was coming down from a high bg which resulted in rebounded hypoglycemia . And seizure. The family was trying to determine if the seizure related to the hypoglycemia or possibly a febrile seizure as the user has a recent history of febrile seizures. After treating the low bg around midnight, the user proceeded to have two more low bg events overnight. The events occurred late in the evening on 1/30/2024 into the morning of 1/31/2024.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. Audio setting was found to be logged as "off" on (B)(6) 2024. No instances of cgm alerts being changed from default (on) were logged. Data for the described event on 2024-01-30 and 2024-01-31 was reviewed. Review of the ilet report shows a period of prolonged hyperglycemia in the afternoon and then in evening prior to the event. No meal announcements were logged on (B)(6) 2024. On the evening on (B)(6), the user's cgm glucose starts to rise around 4pm. The cgm glucose is over 300 mg/dl by 6:30pm and remains over 300 mg/dl until about 7pm. The cgm glucose trends down to 258 mg/dl by 7:43pm but starts to rise and is over 400 mg/dl by 9:50pm. The ilet was found to be requesting insulin every 5 minutes, the glucose remains high until 10:30pm, and begins trending downward. The ilet suspends insulin dosing as soon as the cgm glucose starts to decrease, and no insulin is delivered for an hour prior to the start of event. The cgm glucose reaches 58 mg/dl by 11:38pm which is the start of the hypoglycemic event. All appropriate low alerts were triggered but none were acknowledged. The event lasted approximately 30 minutes before the cgm glucose comes back into range at 79 mg/dl at 12:08am. The lowest cgm glucose logged was 41 mg/dl. The user experienced two additional glycemic excursions with subsequent hypoglycemia which indicates that the user may have overtreated their low glucose levels. There was no seizure activity reported for these periods of hypoglycemia. Based on the engineering logs, the ilet is not malfunctioning. The device is not seen requesting insulin to be delivered during low and urgent low alerts. Requests for insulin are not made by the ilet until cgm glucose readings are at least 100mg/dl and not decreasing. No meal announcements were logged for the entire day. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report it was determined that the ilet operated as intended and alerted the user appropriately. The assignable causes to this event include prolonged hyperglycemia on the evening on (B)(6) 2024. All the ilet alerts we were on, however, the volume on the device had been turned off. Additionally, it was noted in the log review that none of the low alerts were acknowledged. Because the volume was off, it may have limited the user's ability to hear and respond to their low alerts including "glucose falling quickly" and "urgent low soon" in a timely manner and resulted in not being able to prevent the low. No additional information was provided about the event, including any intercurrent illness that was present at the time of the event that may have contributed to seizure. The cds completed the required training and follow up with the user and their parents including education on meal announcements, managing highs and lows, responding to alarms as well as following the ketone action plan.